Event description:
A falsely elevated ctni result of 2.01 ng/ml was obtained on one pt and reported. The sample was repeated 2 days later with a 0.00 ng/ml result. The pt was transferred to another facility and received a cardiac catherization as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the pt. Instrument data indicated instrument issues that may have contributed to the event. The probable cause was a faulty r1 drain which was replaced by dade behring field staff.